Event description:
The customer reported that the device, smi-02ap, spectrum autopass suture passer was found during pre-operative testing prior to a rotator cuff repair procedure on (B)(6) 2022 when it was reported as "spectrum autopass absolutely broke." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with a 2-minute delay. There was no report of device fragmentation. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device is not yet received.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence of the reported event was provided. When the device is returned, an evaluation will be performed, and the complaint file will be updated. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A device history record review performed by the vendor found a quantity of (B)(4) units was manufactured and no abnormalities were noted. Although this is a reusable device however, it is not serviceable therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of 71 complaints, regarding 71 devices, for this device family and failure mode. During this same time frame 44,104 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised to inspect instrument to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken or misaligned parts. The IFU also advises the user to avoid lateral stress on the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn or device function may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, smi-02ap, spectrum autopass suture passer was found during pre-operative testing prior to a rotator cuff repair procedure on 10may22 when it was reported as "spectrum autopass absolutely broke." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with a 2-minute delay. There was no report of device fragmentation. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.